Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. During preparation of a 2.75x16mm synergy ii drug-eluting stent, it was noticed that the stent strut was lifted. The procedure was complete with a different device. No patient complications were reported and the patient status was stable.